Event description:
As reported, during a soft ureteroscopic lithotripsy of the kidney, the basket of an ngage nitinol stone extractor could not be opened. There was resistance when attempting to use the handle. The resistance was present when the device was first removed from the packaging. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510 (k) # - exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a soft ureteroscopic lithotripsy of the kidney, the basket of an ngage nitinol stone extractor could not be opened. There was resistance when attempting to use the handle. The resistance was present when the device was first removed from the packaging. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint device was returned in an open packaging tray. The collet and male luer lock adapter (mlla) were tight, and the polyethylene terephthalate tubing (pett) was present. The basket was returned in the closed position and the handle could not actuate/open the basket assembly. The handle was disassembled, however, the basket assembly could not be actuated manually. Cook completed a review of the device history record (DHR). The DHR for the complaint lot found no confirmed related non-conformances. A search of complaint history found 3 complaints for the reported lot, however, the cause for the issues with these devices could not be determined. Therefore, there is insufficient evidence to conclude that the 3 complaints are related or that any nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "store in a dark, cool, dry place." Based upon the available information and the results of the investigation, cook has concluded that the cause for the failure of the basket to function could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.